Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso port, blower housing, and blower. During the investigation, product investigation laboratory observed an unknown dust contaminant on the top cover, inside of the iso port, pca, side panel, blower cap, right side assembly, blower housing, blower, air inlet seal, and bottom enclosure and white hairlike contaminant on the top cover, pca, side panel, blower cap, right side assembly, blower, and bottom enclosure, the air inlet seal was discolored. Product investigation laboratory observed a burn mark on the top cover from the j9 thermal failure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 6 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.